Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle "jammed" halfway through the injection during use, and only dispensed a "3rd" of the insulin, about "5-6 units". The consumer reportedly tested the needle and primed it beforehand. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "spouse of a consumer reported every 10th needle jams half way, it happened with 3 from box. Spouse uses tojoe with nano 4mm 32g. Sometimes needle dispenses 3rd of the insulin or 5-6 units." "She uses a new needle each time of his injection. She visually tests to see if it is straight. She tightens the needle during attachment. She rotates the injection site. She does the priming."